Event description:
It was reported that during a stent procedure to treat a dissection of the mid circumflex, the stent deliver system (sds) inflated, but the pressure could not be maintained. After rapid inflations, the balloon was pressurized enough to partially deploy the stent, the sds was pulled back into the guiding catheter, with difficulty, and was removed. Post dilatation was performed to successfully deploy the stent. Reportedly, the procedure was successful.